Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced a low blood glucose (bg) of 49mg/dl with a "seizure aura" after being without insulin for two days. The patient alleged that she was without insulin for two days because the pump was not emitting low cartridge warnings and empty cartridge alarms. Customer technical support (cts) explained to the patient that her bg should be high, not low, after not getting insulin for two days. The patient did not provide details on how she treated the low bg. The patient did note that she was unsure if the seizure aura was caused by the low bg or not, as that is not a normal low bg symptom for her. This complaint is being reported due to the allegation that the patient experienced a low bg with possible symptom of a seizure aura and due to the allegation that the pump was not alarming appropriately for low/empty cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the black box data and pump histories were overwritten due to continued pump use; the reported event date was (B)(6) 2013 and black box data begins on (B)(6) 2014. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A replace cartridge alarm and a low cartridge warning were reproduced for testing with the sound settings set to ¿high¿; the pump emitted the appropriate audio-visual alerts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing, the force sensor was out of calibration, and there was evidence of moisture on the pcb.